Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarm was noted. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received missing the end cap sticker, and with minor scratches on the display window and reservoir tube window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 300 mg/dl. During troubleshooting, the customer received a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.